Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear selected for atrial flutter (af) ablation farapulse procedure. An abnormal amount of air was observed after inserting the faradrive into the patient but before irrigation began. Testing confirmed the valve was not functioning properly. Procedure was completed successfully by using different device, same model. No patient complication was reported. The device is not expected to return for analysis as it was retained by the customer.